Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's battery pins. The issue was resolved by tightening the device's battery harness.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section h10 and/or h11 of the initial MDR indicated: physio-control evaluated the customer's device and verified the reported issue. Physio tightened the device's battery harness and reseated the power supply connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h10 and/or h11 of the initial MDR should have indicated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio tightened the device's battery harness and reseated the power supply connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio tightened the device's battery harness and reseated the power supply connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.